Manufacturer narrative:
Customer returned test strips with lot number 0632223, and strips performed within specifications. However, the device involved in this event has not yet been returned and evaluated. The device has been requested back for an investigation, and if it is returned, a follow-up report will be filed once investigation results are available. Customer and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although the meter was set to the correct unit of measure, it is likely that the meter has exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.